Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: suggested component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately eleven years post-implantation, the patient underwent a right hip revision due to metal related pathology. The patient experienced pain. During the revision, it was noted there was a hole in the abductors with yellowish drainage consistent with altr. The head was explanted and a new liner and head placed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: op report - dx: altr; painful metal on metal hip; previous incision utilized, noted a hole in the abductors 2x2 cm with yellowish discharge a definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.